Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# 0208809263, implanted: (B)(6)2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was explanted on (B)(6)2017. The battery depleted as expected after a high density neuro-stimulation up to 7 volts and no shipment expected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# 0208809263, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the last parameters on (B)(6) 2016 was 7 volts, 210 microseconds, and 14 hertz. There was 3 different changes in programming since implant. 3.5 volts, 210 microseconds, 14 hertz on (B)(6) 2014, 3.8 volts 210 microseconds, and 14 hertz on (B)(6) 2014, and 5.5 volts, 210 microseconds, 14 hertz on (B)(6) 2015. Impedances had not been checked by the physician. The reason for lead explant was that the physician considered that the patient was stabilized for their incontinency and could be fully explanted. No new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# 0208809263, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional in a clinical study via a manufacturer representative reported a fast battery depletion. The stimulator was on 7. Factors that may have led or contributed to the issue remain unknown. Actions/intervention taken involve explantation of the stimulator and electrode on (B)(6) 2017. The issue resolved at the time of the report. A surgical intervention occurred. Relevant medical history includes post-obstruction functional retention since 2012. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 309328 lot# 0208809263 implanted: (B)(6)2014 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that the neurostimulator was on off due to battery depletion. The stimulator and lead were explanted during unscheduled visit on (B)(6)2017. The event was resolved on (B)(6)2017. A surgical intervention occurred. Relevant medical history includes post-obstructive urinary retention since 2012. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 309328, lot# 0208809263, implanted: (B)(6)2014, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the neurostimulator was on off due to normal battery depletion and there was no return of symptoms. No further complications were reported/anticipated.